Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found two tip clamps were loose from the stem in the reported problem area of the pipette assembly. The tip clamps were reattached. The instrument was inspected, tested without further problem, and returned to service.